Manufacturer narrative:
Evaluation summary: upon analysis,. Inadequate capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found no lead anomalies. Visual inspection found a cut on the connector boot which is consistent with that occurring at the time of explant.

Manufacturer narrative:
(B)(4).

Event description:
During follow up, it was noted the stimulation threshold had increased. The lead was explanted and replaced due to suspected dislodgement. During revision, the lead was not found dislodged, however the physician believed the issue was due to scar tissue at the implantation site. The threshold of the new lead was fine.